Manufacturer narrative:
Concomitant medical products: product ID: 3886, serial/lot #: (B)(4), ubd: 11-oct-2004, UDI#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s bladder stimulator system was removed today ((B)(6) 2019) because the ¿wires¿ broke. There were no further complications reported or anticipated.